Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that prior to implant, a device interrogation displayed a grey longevity bar. The device was not implanted. Three days later, the longevity bar was green and the device was considered available for implant. However, at the next implant procedure, approximately two months later, the device interrogation again displayed a grey longevity bar. The device was not implanted. No patient complications have been reported as a result of this event.